Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. Two batch mdrs are being submitted to represent the 5 samples alleged. This will represent one event on a single device as per FDA guidance. (B)(6). (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant positive results generated when running the cobas® 6800 sars-cov-2/ influenza a/b assay when compared to the results generated with genexpert (cepheid) on (B)(6) 2021, 2 patients in batch 2482 generated sars-cov-2 positive; (B)(6) 2021, 3 coworkers in batch 2546 generated sars-cov-2 positive. On the same day a repeat testing performed with the genexpert (cepheid) generated sars-cov-2 negative. The same sample from batch 2482 and 2546 was repeated with the genexpert (cepheid) and generated positive results (batch 2564). No harm alleged. Although requested, no additional information of whether the results were released. Per the FDA guidance two (2) mdrs will be filed one (1) per batch. An investigation is ongoing.

Manufacturer narrative:
A holistic look at the data and the titers presented by the samples being tested, suspected contamination and/or lod titer samples. The kit did not show any systemic issues to indicate that it was not working as intended. The complaint allegation was not observed. (B)(4).

Manufacturer narrative:
Corrected to reflect that patients were tested 3 times each on the cobas 6800 (2x same collection that generated positive results and 1 x new collection that generated negative results). (B)(4).